Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation. The weight of the device was within specification. Cloudy gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Patient was underage at the time of implantation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: right side capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture, baker grade iii. The device remains implanted.